Event description:
It was reported the pt was unable to increase stimulation past two bars because the amplitude automatically decreased. The pt stated she felt stimulation, but it was not strong enough. Diagnostic testing revealed invalid impedance readings on two lead contacts. It was reported the pt was reprogrammed around these contacts, but her stimulation remained ineffective. The physician decided to explant and replace the entire system on (B)(6) 2012. The pt reported effective stimulation as a result of the procedure.

Manufacturer narrative:
Results: as received, the lead had a cut consistent with the explant procedure. Visual inspection of the lead segments and paddle revealed no anomaly. Continuity testing revealed no anomaly on the channels used by the pt. However, an electrical open was observed on channel 2. Review of the extracted pt program parameters noted channel 2 was not used. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.